Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the reported patient effect of pseudoaneurysm and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article attached: percutaneous closure of large femoral artery access with prostar xl in thoracic endovascular aortic repair this copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Manufacturer narrative:
Date of event estimated. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: e. Skagius, m. Bosnjak, m. Björck, j. Steuer, r. Nyman, a. Wanhainen, "percutaneous closure of large femoral artery access with prostar xl in thoracic endovascular aortic repair", european society for vascular surgery. Published by elsevier ltd., ttp://dx.doi.org/10.1016/j.ejvs.2013.08.009. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
This is an individual patient event from a literature review identifying prostar xl devices used prior to a thoracic endovascular aneurysm repair (tevar) procedure with the preclose technique that may be related to pseudoaneurysm that was not considered clinically relevant and no treatment was directed. Details are listed in the article, titled: percutaneous closure of large femoral artery access with prostar xl in thoracic endovascular aortic repair.